Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the driver to screw interface was insufficient. The driver was reported to unthread from the screw upon insertion. There was no patient present when this issue was observed.